Manufacturer narrative:
A patient had an unrelated procedure where the device was placed into surgery mode was reported to abbott. Following procedure, the ipg has not been able to communicate with external devices. The programmer displayed error message "cannot connect to generator/the generator is not responding." Troubleshooting was attempted by an abbott representative to recover the device to no avail. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an unrelated procedure where the device was placed into surgery mode. Following procedure, the ipg has not been able to communicate with external devices. Programmer displayed error message "cannot connect to generator/the generator is not responding." Troubleshooting was attempted by an abbott representative to recover the device to no avail. Surgical intervention may be undertaken to address this issue.